Manufacturer narrative:
Other applicable components are: product ID 3889-28, lot# va1lp67, implanted: (B)(6) 2017, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient was encountering poor communication. The patient was trying to increase stimulation, but they were not able to because of the poor communication screen on the patient programmer (pp). During troubleshooting it was determined that the caller was holding the pp antenna over a "bump" above the implant site and not over the ins. Additionally, it was determined the patient had been recently implanted. After repositioning the antenna the poor communication was resolved. The caller further reported that initially the patient was not feeling stimulation, but after increasing from 0.8 to 2.4 on program 1 the patient confirmed feeling comfortable stimulation in the target area. Lastly the caller indicated that the patient's healthcare provider (hcp) told the patient after implant that all four electrodes "tested hot" and the caller assumed that meant all electrodes were working. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.